Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the pump had motor error alarm and critical pump error 24 alarm. Safety checks was performed on the pump and an error was found. During troubleshooting it was observed that the alarm could be due to static. No harm requiring medical intervention was reported. The customer will discontinue use of the device and revert to backup plan per health care professional's instructions until the replacement pump arrives. The product will be returning for analysis.

Manufacturer narrative:
Retainer = black. Customer returned pump for an alleged critical pump error (open book image) alarm found on and drive/motor anomaly found on jan 18, 2022. No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. Pump error 41 was found on jan 18, 2022 at 17:29 as well as pump error 43 on jan 18, 2022 at 17:29 due to moisture damage found on the motor. Pump was cut open to perform visual inspection and found moisture damage on the motor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor zero offset within specification (23.5 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, and minor scratches on lcd window. In summary, customers alleged critical pump error (open book image) alarm was not confirmed. However, customers alleged drive/motor anomaly was confirmed due to a pump error 41 and 43 being found in the download history caused by moisture damage found on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.